Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level 410 mg/dl; cause was not known. A manual insulin injection was administered to address bg level. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was discharged from the ER a couple of hours later with the issue resolved and no permanent damage.